Event description:
Reporter indicated that physician's handheld computer would not remain powered up, indicating a suspected device malfunction. The handheld computer has not been returned for product analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.